Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter is dislodging from the patient. Customer states the peel away sheath creates too large a hole, causing oozing, and not allowing ingrowth to occur. Catheter had to be removed and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway; upon completion the results will be forwarded.